Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to high shock lead impedances. The patient's physician is aware of the situation an the pacing system remains implanted at this time. (The right ventricular (rv) lead model and serial number is unknown) the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.